Event description:
It was reported that the pump does not turn on despite changing the battery twice and placing a new battery cap. The only screen that appears is the animas logo; no other menu appears.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to anima for eval. During eval, the pump powered up to the small animas logo, and then stalled. To continue the investigation, the pump was reloaded with language files. After the reload, the pump booted to the verify screen and was exercised for 24 hours without issues or alarms. The investigation conclusion was eeprom corruption. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.